Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4 years of support, several red heart alarms occurred while on power module support. On battery support, no alarms were observed. The patient was located at an external hospital at the time of the event and was transferred to the implanting center. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical services representative showed several entries where the pump was not able to maintain the set speed. The patient was provided with a non-grounded power module patient cable for use with the power module. The healthcare professionals opted not to have an external driveline evaluation at this time. No additional information was provided.

Manufacturer narrative:
A root cause of the reported event could not be conclusively determined as the device remains in use supporting the patient; however, the report of red heart alarms and pump stoppages was confirmed through the evaluation of the submitted system controller log file. The submitted system controller log file captured low speed operation and pump stoppage events on (B)(6) 2015, which occurred while the lvad system was operating on the power module. Although a driveline wire compromise was suspected, a device related issue could not be conclusively confirmed as the pump was not available to be returned to the manufacturer for evaluation. The patient was provided with a non-grounded patient cable and no further pump stoppages have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.